Manufacturer narrative:
Exact event date unknown, event occurred on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7094463 / 7094504.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and linear leads were discarded by the medical facility.